Manufacturer narrative:
A catheter restriction alarm occurs when the intra-aortic balloon (iab) cannot properly inflate or deflate because airflow through the catheter or connected tubing is mechanically restricted. This restriction prevents the balloon from cycling normally, so the pump identifies abnormal pressure/volume conditions and enters standby. Causes of a catheter restriction alarm a catheter restriction may result from: 1. Mechanical obstruction; kink, bend, or compression in: iab catheter, extracorporeal tubing, extender tubing, 2. Incomplete unfolding of the iab membrane; a partially folded balloon cannot fully expand, causing abnormal pressures. 3. Balloon not fully exited from the sheath; the sheath restricts the balloon if insertion is incomplete. 4. Off-label use; for example, axillary insertion (not recommended in IFU) can increase risk of restriction. System response. The iabp enters standby. The balloon remains deflated until the user resolves the issue and restarts pumping. User troubleshooting per cardiosave IFU. If catheter/tubing is restricted: inspect all tubing for kinks or compression. Correct the restriction and press start to resume pumping. If the balloon membrane is not fully unfolded: aspirate to confirm no blood return. Manually inflate/deflate the balloon with 30 cc of air via syringe. Press start to autofill and resume pumping. If balloon is still in the sheath: verify catheter markings to confirm full exit from sheath. Reposition sheath per IFU if necessary. Press start to resume pumping. Complaint trending and investigation monthly trending is performed for all iab alarms. No cr/CAPA/scar actions related to catheter restriction alarms have been required since jan 2023. DHR review is conducted only when criteria in win-01614 are met, such as: device manufactured within 1 year of event. Confirmed or suspected manufacturing defect. Serious injury or death. Countries requiring mandatory DHR review (germany, singapore). When required, the DHR review is documented as a separate complaint task. Root cause categories; mechanical obstruction - restricted airflow through catheter/tubing. Membrane restriction - balloon membrane not fully unfolded. Sheath restriction - balloon partially inside sheath. Off-label use - insertion through non-recommended anatomical sites. Ufmea findings (cardiosave); use error such as failure to press the iab fill key or failure to troubleshoot alarms is documented as a known risk mode. Alarm categories are defined in the operating instructions (technical, high/medium/low priority, informational). Dfmea review (iabs, dfmea 08-115-01 rev ad). Failure modes associated with airflow restriction include: catheter kinking during tray removal. Kinking during insertion or sheath passage. Damage to catheter or extender tube. Inability to verify iab position leading to membrane restriction. Inadequate gas passage during therapy. All have: severity 2-4. Occurrence = 1. Risk index = 0. Demonstrating acceptable and controlled product risk. Labeling review across multiple iab product ifus (linear, mega, sensation, sensation plus, transray, yamato plus, transray plus), alarms such as "check iab catheter" and troubleshooting steps (iva1-iva4) are consistently included. Based on available information, proper IFU adherence could not be confirmed, but the labeling fully covers this failure mode. Overall conclusion. The catheter restriction alarm is triggered by any condition that obstructs airflow to/from the iab, preventing normal inflation/deflation. It is addressed in both cardiosave IFU and iab ifus, with clear troubleshooting instructions. Dfmea and ufmea review show the risk is well characterized and within acceptable limits. Complaint data reveal no trend, no CAPA need, and no indication of manufacturing defects or non-conforming product. No escalation is required.

Event description:
It was reported by direct call from the customer to the emergency support program, that during use of mega 50cc balloon catheter there was a catheter restriction alarm. Esp personnel recommended assessing the dressing and insertion site for a possible kink and the customerstated she would follow the recomendations. No harm to the patient was reported. Customer stated he had discussed it with the physician, which had ordered a chest x-ray. Chest x-ray was completed which revealed the balloon catheter was in the correct location. Esp personnel reviewed the nature of the catheter restriction alarm and recommended assessing the dressing and insertion site for a possible kink. Customer stated she would follow the recommendations provided. No patient harm or injury reported.